Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 5071629. Model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptoms of tenderness and soreness was noted. The physician confirmed that the infection was not device or procedure related. No device malfunction was suspected. The patient was prescribed with antibiotics and underwent a lead explant procedure. No further information could be obtained.